Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 and discharged the following day. The customer did not indicate the cause of hospitalization but stated that they were on insulin drip and the insulin pump was turned off. It was unknown if auto mode feature was active at the time of the incident. Customer reported issues with blood glucose when not in auto mode. Customer stated they woke up with a blood glucose of 56 mg/dl prior to calling. The insulin pump will not be returned for analysis.